Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and require maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) powered down the station and reseated all cables within the e-drawer, including all pyxibus connections going into the pyxibus module cards. The pyxibus cable from the main to the auxiliary was also reseated. Upon restarting the station, only two drawers appeared on the main interface. The station was powered down again, and the docking board was replaced; however, this did not resolve the issue. All connections to the communication sled were verified and compared to a working station; light-emitting diode indicators appeared identical. The communication sled was replaced. After replacement, all drawers became visible on the station. The customers were able to access and retrieve medications without any issues. The fse verified the performance of the system. The system functioned as intended after the field service engineer repaired the device.